Event description:
It was reported that a patient had arrived at the hospital with pericardial perforation. It was noted that the patient had the right ventricular (rv) lead implanted 2 days ago. Upon evaluation, the lead exhibited a decrease in rv coil impedance, sensing decrease, and threshold increase. The pacing impedances were oscillatory with plus/minus 100 ohms from implant values. Therefore, the physicians decided to remove the lead and let the patient recover in these days from the perforation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the procedure, once the situation was stable the physician approached implanting a new coil. It was noted that due to the ¿impossibility¿ to set the new rv lead in the apical septum due to the perforation, and the remaining part of the septum was either very arrhythmogenic or had bad sensing, the decision was made to remove the new rv lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.